Event description:
It was reported by service report that the side rail was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend left siderail had to be replaced.